Manufacturer narrative:
It was reported that the incident occurred while they were in the process of closing the operative site at the end of the procedure. The surgeon had been using the cautery device and then touched the tip of the device with his gloved finger. It burned through the glove and caused a minor burn. No serious injury or need for medical intervention. The cautery device was returned, tested and performed as intended. The cautery device is manufactured by megadyne medical products. They have been notified of this incident.

Event description:
The surgeon touched the cautery device after use and suffered a minor burn to his finger.